Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Systemcheck was being perfromed by tandem technical support, however, the customer declinded to complete the check. Customer cleared the alarm and resumed insulin delivery. Customer blood glucose was 300 mg/dl.